Event description:
The customer stated that they don't think the insulin pump is delivering enough insulin, she noticed a bent cannula once before. She has been having high blood glucose and has been getting no delivery alarms on the device. The customer's blood glucose at the time of the phone call was 227 mg/dl. The customer has treated with the insulin pump and with manual injections. The drive support cap was recessed. Found no air in the tubing, no leaks, no visible damages, insulin did exit the tubing. The settings of the device were correct, including the time and the date. Found no delivery alarm in the history of the device. Troubleshooting was not performed because the customer had already changed the infusion set and the reservoir, which resolved the alarm, and the event had occurred over a month prior to the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.